Manufacturer narrative:
(B)(4). The complainant indicated that the suspect device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on february 3, 2020 that a wallstent biliary stent has been implanted to treat periampullary carcinoma in the common bile duct during a biliary stenting procedure performed on (B)(6) 2020. According to the complainant, during the procedure the stent migrated proximally immediately after deployment. The stent was not removed from the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: problem code 3009 captures the reportable event of stent positioning problem. Block h10: the returned hot axios delivery system was analyzed, and a visual evaluation noted that the stent was not returned. The outer blue sheath was returned kinked. A functional evaluation could not be performed because the stent was deployed. No other issues with the device were noted. The reported event of stent positioning issue could not be confirmed because this event occurred during procedure and it is not possible to replicate these events in the laboratory. It was confirmed that the outer blue sheath was kinked. Most likely, factors encountered during the procedure and/or the interaction with the scope could have caused the kink in the outer sheath and the patient's anatomy could have caused the stent positioning issue. The adverse event reported is known and documented in the labeling review; therefore, a review and analysis of all available information indicated that the most probable root cause is known inherent risk of device. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6), 2020 that a wallstent biliary stent has been implanted to treat periampullary carcinoma in the common bile duct during a biliary stenting procedure performed on (B)(6), 2020. According to the complainant, during the procedure the stent migrated proximally immediately after deployment. The stent was not removed from the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.